Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips (customer had also returned control solution; no complaint for control solution had been reported). Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 16-oct-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 180, 155 and 162 mg/dl. The customer¿s expected am fasting blood glucose test result range is 90-120 mg/dl. The customer feels well and did not report any symptoms. Customer stated she had contacted her doctor due to the high blood glucose test results. Customer stated the doctor advised that if her blood glucose continues to be over 150 mg/dl on a daily basis to contact him. Customer stated that she had obtained a high result of 180 mg/dl that day but had not contacted the doctor. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/15/2024 and test strips were opened 1-2 weeks prior to call. The meter memory was reviewed for previous test result history: result 1: 121 mg/dl, date: (B)(6) 2023, time: 9:30 am, fasting. Result 2: 180 mg/dl , date: (B)(6) 2023, time: 9:19 am, fasting. Result 3: 155 mg/dl, date: (B)(6) 2023, time: 7:54 am, fasting. Result 4: 119 mg/dl, date: (B)(6) 2023, time: 9:14 am, fasting. Result 5: 123 mg/dl, date: (B)(6) 2023, time: 9:08 am, fasting. Result 6: 162 mg/dl, date: (B)(6) 2023, time: 10:49 am, fasting.